Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 20 mg/ml (unknown dose) via an implantable pump. Three months ago the patient went from morphine 25 mg/ml to dilaudid. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient missed his refill appointment last thursday ((B)(6) 2016) because he does not drive and his wife had to go in to work. The patient was in an ammonia explosion in 1987 and was disabled and could not drive. On (B)(6) 2016 the pump started dual alarming as it was out of medication. The patient was not able to get into the clinic on friday ((B)(6) 2016). On (B)(6) 2016 the patient experienced withdrawal symptoms, shaking, nauseous, could not sleep and could not eat a thing. The patient contacted the pain clinic and they could not see the patient until (B)(6) 2016 because the hcp was on vacation for two weeks. The patient planned to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.